Event description:
It was reported that a malfunction alarm occurred. Customer declined to provide alternate method of insulin therapy. A replacement pump was sent. Customer¿s blood glucose level was 100 mg/dl.